Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) post-procedure and recurrent tricuspid regurgitation (tr). It was reported that an initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted reducing mr to 2. The tricuspid valve was then treated. One mitraclip was successfully implanted on the tricuspid valve. During a follow up visit on (B)(6) 2021, transesophageal echocardiography (tee) and transthoracic echocardiogram (tte) imaging revealed the clip implanted on the tricuspid valve had detached from the anterior leaflet (single leaflet device attachment (slda)) and the tr increased to 4. No treatment was performed at this time. No additional information was provided.

Event description:
This is filed to report a single leaflet device attachment (slda) post-procedure and recurrent tricuspid regurgitation (tr). It was reported that an initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted reducing mr to 2. The tricuspid valve was then treated. One mitraclip was successfully implanted on the tricuspid valve. During a follow up visit on (B)(6) 2021, transesophageal echocardiography (tee) and transthoracic echocardiogram (tte) imaging revealed the clip implanted on the tricuspid valve had detached from the anterior leaflet (single leaflet device attachment (slda)) and the tr increased to 4. No treatment was performed at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, the cause for the reported tricuspid regurgitation (tr) is a single leaflet device attachment (slda). Additionally, the cause of the reported slda cannot be determined. It was reported that the mitraclip g4 system was used to treat tr. It should be noted that the intended use section of the mitraclip g4 system instruction for use states: "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The reported off-label use was due to the device being used on a tricuspid valve. There is no indication that the off-label use of the mitraclip device influenced the reported events. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 1494- patient selection.